Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; h6 the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. As the dcs crossed the aortic annulus, complete heart block (chb) occurred. The valve was then fully deployed. After deployment of the valve, the pacing rate was reduced but intrinsic rhythm could not be confirmed. Subsequently, the temporary pacing lead was left in place and the patient was returned to their room.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. As the dcs crossed the aortic annulus, complete heart block (chb) occurred. The valve was then fully deployed. After deployment of the valve, the pacing rate was reduced but intrinsic rhythm could not be confirmed. Subsequently, the temporary pacing lead was left in place and the p atient was returned to their room. Additional information was received that the straight guidewire was crossing the aortic valve when the chb occurred. Following the implant of the valve, the chb persisted. Three days following the implant of the valve, a permanent pacemaker was implanted. Per the physician, as the chb was present before the dcs delivery and before the implant of the valve, the causal relationship between the chb and valve or dcs could not be determined.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.